Manufacturer narrative:
The pump was received with a pump error 38 alarm occurring during rewind. Failure due to moisture damage to the motor assembly. Pump error 18, pump error 19 and pump error 81 not confirmed during analysis. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple error alarm. The customer's blood glucose value was 9.6 mmol/l. The alarm was cleared. The bolus was recorded. The insulin pump passed self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.